Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5167014. Country of incident occurred in italy.

Event description:
A voluntary MDR/medwatch report was received on 03/10/2025. It was reported that a missing sensor wire occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced severe pain when applying the sensor and loss blood (bleeding). The patient received a sensor error, and when the sensor was removed, they noted that the sensor wire was not attached to the sensor. The patient waited until the following day, but as the pain was persistent, the patient went to the urgent care. At the hospital, an x-ray was made, and a surgical intervention was successfully performed to take the sensor wire out from under the skin. The patient received sutures. At the time of the report the patient stated they still experienced pain at the site. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.